Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the device, the 511s and 1 seal both had torn seals. A 511sd and ms512 was used to complete the case. There was no consequence to the pt.